Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate during use. The following was reported by the initial reporter: "it was reported consumer was was having issues. Verbatim: received a call from bd medical rep stating he had a consumer on the line using the novolog pen and 2nd gen needles. Stated the consumer was was having issues. Consumer disconnected call before rep was able to transfer her. No phone number or contact information obtained for follow up."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified number of unspecified bd pen needles were difficult to operate during use. The following was reported by the initial reporter: "it was reported consumer was having issues. Verbatim: received a call from bd medical rep stating he had a consumer on the line using the novolog pen and 2nd gen needles. Stated the consumer was having issues. Consumer disconnected call before rep was able to transfer her. No phone number or contact information obtained for follow up."